Manufacturer narrative:
As reported by the open study, forty days post implantation, the patient had gangrene in the left foot and toe that was severe in severity. The patient arrived to the emergency room (ER) and provisional analysis showed the left foot to have cellulitis and gangrene. The patient was also noted to have swelling and redness to the foot. The patient underwent a left lower extremity angiogram with stenting of the left superficial femoral artery (sfa), the popliteal artery, and left anterior tibial artery. An additional balloon expandable stent was placed at the right external iliac artery were a previous iliac stent showed fracture. The event was determined to be unrelated to both the index procedure and the device. The event resolved seventy-eight days after. Ninety-six days post implantation, the patient had gangrene and a diabetic ulcer in the right foot, more specifically in the right great toe that was moderate in severity. The event was determined to be unrelated to both the index procedure and the device. The event resolved three days after. Four months and nine days post implantation, the patient was admitted to the hospital with cellulitis of the right foot that was moderate in severity. The patient was given IV antibiotics and pain management. The event was determined to be unrelated to both the index procedure and the device. The event resolved eight days after. Six months and fourteen days post implantation, the patient was admitted for treatment of arterial thrombosis in the left leg. The event was moderate in severity. The patient was placed on a heparin drip, followed by internal medicine and interventional cardiology. The patient was discharged three days after with resolution of the symptoms. The event was determined to be unrelated to both the index procedure and the device. Eleven months and four days post implantation, the patient had right lower extremity arterial thrombosis that was severe in severity. The patient underwent a thrombolysis procedure a day after admission. The lesion was the right proximal popliteal and it was re-vascularized. The procedure was successfully completed. The event was determined to be unrelated to both the index procedure and the device. The event resolved two days after. A year and six months post implantation, the patient had right lower extremity arterial thrombosis that was moderate in severity. The patient one again underwent a thrombolysis procedure. The lesion was the right proximal popliteal and it was re-vascularized. The procedure was successfully completed. The event was determined to be unrelated to both the index procedure and the device. The event resolved three days after. The patient met all the inclusion and exclusion criteria for the study. The target lesion was the mid and proximal superficial femoral artery (sfa). The lesion length was 100mm and the target reference diameter was between 3.5-7.5 mm. The stenosis rate was 100% with no calcification. A retrograde puncture was made with a 5f sheath in the left common femoral artery (cfa). The lesion was pre-dilated with an unknown 5x100mm balloon catheter. A 6x150mm flex stent was successfully deployed at the lesion and post-dilated with an unknown 6x100mm balloon at fourteen atmospheres (14 atm). There was no dissection noted and the residual stenosis was 0%. There were no procedural complications or adverse events that occurred during the procedure. The patient completed the study. The device was not returned for evaluation as it remains implanted. A review of the manufacturing documentation associated with lot 1206603 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis or procedural films, the reported events could not be confirmed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the instructions for use (IFU) as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. Although a conclusive root cause may not be determined, contributing factors may include procedural, patient history, lesion and adjunctive pharmacology variables. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore no corrective action will be taken.

Event description:
As reported by the open study, forty days post implantation, the patient had gangrene in the left foot and toe that was severe in severity. The patient arrived to the emergency room (ER) and provisional analysis showed the left foot to have cellulitis and gangrene. The patient was also noted to have swelling and redness to the foot. The patient underwent a left lower extremity angiogram with stenting of the left superficial femoral artery (sfa), the popliteal artery, and left anterior tibial artery. An additional balloon expandable stent was placed at the right external iliac artery were a previous iliac stent showed fracture. The event was determined to be unrelated to both the index procedure and the device. The event resolved seventy-eight days after. Ninety-six days post implantation, the patient had gangrene and a diabetic ulcer in the right foot, more specifically in the right great toe that was moderate in severity. The event was determined to be unrelated to both the index procedure and the device. The event resolved three days after. Four months and nine days post implantation, the patient was admitted to the hospital with cellulitis of the right foot that was moderate in severity. The patient was given IV antibiotics and pain management. The event was determined to be unrelated to both the index procedure and the device. The event resolved eight days after. Six months and fourteen days post implantation, the patient was admitted for treatment of arterial thrombosis in the left leg. The event was moderate in severity. The patient was placed on a heparin drip, followed by internal medicine and interventional cardiology. The patient was discharged three days after with resolution of the symptoms. The event was determined to be unrelated to both the index procedure and the device. Eleven months and four days post implantation, the patient had right lower extremity arterial thrombosis that was severe in severity. The patient underwent a thrombolysis procedure a day after admission. The lesion was the right proximal popliteal and it was re-vascularized. The procedure was successfully completed. The event was determined to be unrelated to both the index procedure and the device. The event resolved two days after. A year and six months post implantation, the patient had right lower extremity arterial thrombosis that was moderate in severity. The patient one again underwent a thrombolysis procedure. The lesion was the right proximal popliteal and it was re-vascularized. The procedure was successfully completed. The event was determined to be unrelated to both the index procedure and the device. The event resolved three days after. The patient met all the inclusion and exclusion criteria for the study. The target lesion was the mid and proximal superficial femoral artery (sfa). The lesion length was 100mm and the target reference diameter was between 3.5-7.5 mm. The stenosis rate was 100% with no calcification. A retrograde puncture was made with a 5f sheath in the left common femoral artery (cfa). The lesion was pre-dilated with an unknown 5x100mm balloon catheter. A 6x150mm flex stent was successfully deployed at the lesion and post-dilated with an unknown 6x100mm balloon at 14 atmospheres (atm). There was no dissection noted and the residual stenosis was 0%. There were no procedural complications or adverse events that occurred during the procedure. The patient completed the study.